Event description:
Report received of fluid continuing to flow from the distal end of the tubing after the cassette was removed from the device. The report stated, "when the IV set was taken out of the plum pump, the flow regulator and noted that "it was stuck in the open position and was impossible to turn it." There were no reported adverse patient effects and no medical interventions were required.